Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the video receiver board and signal cabled had deteriorated which caused the screen to turn off. The parts needed to be replaced. The fse was able to modify the video receiver board and signal cables temporarily until parts could be replaced. At this time, the customer has not provided getinge with additional information as to whether the iabp unit would be repaired. If additional information is provided, we will submit a supplemental report. Historical data analysis: (4109/135) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period january 2020 through december 20202 was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/135) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had no display when the screen was turned on. There was no patient involvement, and no adverse event reported.